Manufacturer narrative:
The 510 (k) k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging a cracked display on their one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to obtain further clinical information. The patient did not have meter with him at the time of the initial call. The patient mentioned that on (B)(6) 2011, the patient first noticed the alleged issue with the meter. Due to the alleged issue the patient took his usual dosage of medication. The patient developed symptoms approximately 6 hours later of exhibiting blurred vision and frequent urination. The patient did not seek any further medical attention or contact his physician for assistance. This is not the first time the product is being used. While troubleshooting, it was noted that there was misuse of the product. The patient has been putting the meter in his back pocket and sitting on the device. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue with the meter, he was unable to test and later developed symptoms suggestive of a serious injury.